Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 15859201 model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.